Event description:
Company received a report from a biomedical engineer that the unit was dropped off in the biomed department with a note that read "broken". When the unit was tested by the biomed it did not provide an audio tone. There was no pt harm reported.